Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat an unknown etiology. On (B)(6) 2012, the devices were explanted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the explant procedure could not be determined with the provided information. Additional devices implanted and involved in this event: pxl161007/(B)(4) and pxc161400/(B)(4).